Manufacturer narrative:
During preventative maintenance at the customer site, the thermogard xp ivtm system (sn (B)(6) did not complete the power-on self-test, and "check the following screen" alert indicated that the air trap was not detected. The root cause was the defective air trap sensor block, likely due to defective component(s). The air trap sensor block was replaced to remedy the problem. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number tgxp13866.

Event description:
During preventative maintenance, the thermogard xp ivtm system (sn (B)(6) did not complete the power-on self-test. The "check the following screen" alerted that the air trap was not detected, and the issue persisted at every start-up of the thermogard console. No patient involvement.